Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen intermittently becomes unresponsive during a bolus delivery and/or when the customer is viewing their settings. It was also reported that the pump date and time were inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was noted that the pump was set to time off after 15 seconds. The customer was advised on how to update their settings. Follow up attempts were made to complete troubleshooting for the inaccurate time/date issue; however, no additional information was provided.